Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, on (B)(6) 2022 customer experienced a high blood glucose (bg) level of 550 mg/dl and high ketones. Ketone levels were identified as life threatening by health care provider. A system check was performed, and it was found that the customer was using off label insulin (fiasp) within the pump supplies. A manual insulin injection and bolus via the pump was administered to address bg level. Reportedly the customer went to the emergency room on (B)(6) 2022 due to the occlusions and elevated blood glucose. Customer was treated with intravenous fluid of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was release on (B)(6) 2022. Reportedly, the customer resumed insulin delivery.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.